Event description:
Customer complaint reports: "recently, we had an issue with the two-lumen companion catheter that was placed within the 2 lumen arrow mac catheter. The arrow mac catheter was placed under ultrasound guidance in a trauma patient and we had blood return on aspiration from both the ports. The mac catheter was definitely intravascular. We used this catheter for resuscitation and the patient responded adequately to blood and pressor management. At the end of the surgery, we placed the companion catheter through the mac catheter for additional lines but that companion catheter was found to be extravascular and in the mediastinum. The patient required urgent surgery to fix the vein that was damaged by the companion catheter." It was reported the patient had to have a sternotomy for pericardial tamponade, but is doing fine after that and has a drain in place.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports: "recently, we had an issue with the two-lumen companion catheter that was placed within the 2 lumen arrow mac catheter. The arrow mac catheter was placed under ultrasound guidance in a trauma patient and we had blood return on aspiration from both the ports. The mac catheter was definitely intravascular. We used this catheter for resuscitation and the patient responded adequately to blood and pressor management. At the end of the surgery, we placed the companion catheter through the mac catheter for additional lines but that companion catheter was found to be extravascular and in the mediastinum. The patient required urgent surgery to fix the vein that was damaged by the companion catheter." It was reported the patient had to have a sternotomy for pericardial tamponade, but is doing fine after that and has a drain in place.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. Visual analysis of the photo revealed the cvc catheter tip while inside the patient. Large quantities of biological material were observed around the insertion site; however, a complete visual inspection of the device could not be performed as no sample was returned for analysis. A device history record review could not be originally performed as no material#/lot# was provided by the customer. After following up with the customer on this, they provided a potential finished good; however, could not confirm the actual product code involved in the event. A device history record review was performed on this potential finished good, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not place/advance catheter into or allow it to remain in the right atrium or right ventricle. The catheter tip should be advanced into the lower 1/3 of the superior vena cava. For femoral vein approach, catheter should be advanced into vessel so catheter tip lies parallel to vessel wall and does not enter right atrium. Catheter tip location should be confirmed according to institutional policy and procedure". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of catheter tip damaged tissue/vessel was confirmed through analysis of the customer supplied photo. Visual analysis of the photo revealed that the catheter tip was inside the patient but was not contained within a vessel. Despite this, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot provided by the customer, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.